Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed no screen output and would not power on despite a blue status light, and the device was replaced; the event was categorized as a hardware display/power malfunction associated with the screen assembly and related housing. Symptoms included no adverse clinical effects and unchanged blood glucose levels. Outcomes included replacement of the device and continued cgm use via the dexcom app or receiver. Investigation included customer troubleshooting and education, confirmation of shipping and return logistics, and pending retrieval of the original device for evaluation. Investigation of this device revealed a suspected device malfunction involving the display and bezel assembly that prevented normal operation and necessitated shutdown to avoid further alerts. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display/housing that affected device functionality.